Event description:
It was reported that during implant procedure on (B)(6) 2022 upon trying to connect the pump to the mini apical cuff, the pump locking mechanism was found to be defective. Troubleshooting options were discussed and the doctor tried to lock the pump using the larger apical cuff on the sterile field and was still unable to get the pump to lock. A new pump was pulled off the shelf and prepped. There were no locking issues on the new pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section a3 and a4: patient gender and weight were requested but were not provided manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock that would have contributed to the report that the locking mechanism would not engage during implant; however, a specific cause for the observed damage could not be conclusively determined. (B)(6) was returned assembled with the pump cable fully intact. The white tunneling adapter was returned attached to the pump cable in-line connector. The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The mini apical cuff was not returned. The pump was returned with the cuff lock in the open position. Visual examination of the cuff lock revealed that the left locking arm was slightly bent. Scratches consistent with markings from tool use were also present on the latch arm. The cuff lock moved freely upon manipulation and could not be forced into the locked position with no apical cuff in place, as intended by design. After cleaning, the cuff lock was overlaid on a 1:1 scale drawing and confirmed that the left locking arm was bent out of specification towards the fully locked position. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the bent left locking arm prevented full engagement of the locking mechanism. The evaluation was unable to determine exactly when or how the cuff lock locking arm became bent. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The IFU states that if the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. --- the heartmate 3 mini apical cuff kit instructions for use (IFU) is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify abbott personnel if there is a change in how the device works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.